Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Pt status post rod and screw implantation was vacuuming and felt a "pop". Pt returned to surgeon and an x-ray showed a broken rod. Surgeon removed the broken rod and replaced with another rod.